Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not perform troubleshoot for their high blood glucose reading. Customer also reported no delivery alarm but the insulin exited after troubleshooting. Customer was advised the insulin pump works as designed. Products will not be returning for analysis.